Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident information. Dissection is a known possible outcome of coronary stenting and is listed in the product instructions for use as a potential adverse event. There was no report of any difficulties deploying the stent or damage to the sds, which could have contributed to the dissection. It was reported that direct stenting was performed in the procedure, though the instructions for use states: "pre-dilate the lesion may have contributed to the dissection, though this could not be confirmed. A root cause for the dissection and the relationship to the device could not be determined.

Event description:
Reporting status: serious injury/ required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that during direct stenting of the mid rca, a dissection was noted in distal edge of the stent after implantation. The dissection was covered with another xience v stent with good results. There were no further patient effects reported. No additional event or patient information is available.